Event description:
It was reported that during a pulmonary vein isolation (pvi) procedure for the treatment of paroxysmal atrial fibrillation, a farawave nav catheter was selected for use. Upon completion of the procedure, while assessing the pulmonary veins with the farawave catheter configured in the spindle shape, resistance was encountered during guidewire removal. The catheter was withdrawn from the patient with the guidewire still in place. Examination outside the patient revealed cardiac tissue entrapped between the guidewire and the catheter inner lumen, preventing guidewire removal without the application of force. The procedure was completed, no patient complications occurred, and the patient recovered fully.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.